Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown liner, unknown; unknown, unknown screw, unknown; unknown, unknown stem, unknown; unknown, unknown tm shell, unknown. Report source, literature - webb, j.e. Et al (2017). The double-cup construct: a novel treatment strategy for the management of paprosky iiia and iiib acetabular defects. The journal of arthroplasty, 32(9), 25-31. Doi: 10.1016/j.arth.2017.04.017. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07376, 0001822565 - 2017 - 07377, 0001822565 - 2017 - 07379. Product location unknown.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient underwent a resection procedure due to chronic infection. Attempts have been made and no further information is available at this time.